Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broken insert trial upon impaction.

Manufacturer narrative:
An event regarding a fractured specialty insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: no material or manufacturing defects were found with the returned device -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the device fractured as a result of misalignment on the tibial tray during impaction. The fracture occurred in rapid overload. No material or manufacturing defects were identified.

Event description:
Broken insert trial upon impaction.